Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call on (B)(6) 2017, a recurring pump error 37 on the insulin pump. Blood glucose level at the time of the incident was 96mg/dl. No symptoms or treatment of patient reported. Trouble shooting was performed and cleared alarm, but the insulin pump error continued to alarm during rewind. Product will be returned and a replacement insulin pump will be shipped to customer.

Manufacturer narrative:
Device passed the self test, rewind test, prime test, basic occlusion test, occlusion test, force sensor test and displacement test. No drive count/time values or changes incorrect for moving or coasting. Too slow or too fast. Alarm noted during testing. Device functioning properly. (B)(4).